Event description:
Patient undergoing laparoscopic sleeve gastrectomy using 15mm standard versaone optical trocar with fixation cannula. During the procedure the port on the device was found to be defective, as it had a hole in it so it could not be used. Another versaone was obtained, used and the procedure proceeded without incident. No patient harm.